Event description:
A customer reported that they obtained a low reading on their precision xtra meter of 105 mg/dl compared to 325 mg/dl on a laboratory meter within a 10 minute timeframe. When plotted on a parkes error grid, the results fell in the 'c' zone, results in this zone are deemed clinically significant. It was reported that as a result of the reading obtained the customer did not inject his insulin. There was not report of death or serious injury. The customer's meter and test strips have been requested for investigation.

Manufacturer narrative:
This is an initial report. The customer's meter has been requested for investigation. A follow-up report will be submitted when the investigation is complete.